Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Visual and dimensional evaluations could not be performed as the product was not returned. X-rays were provided and reviewed by a third part health care professional. The review confirms that there was no fracture, subluxation or loosening. Valgus positioning of the tibial component was noted. Without further x-rays or notes it is unknown if the tibial component was positioned that way or the device migrated in-vivo. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a revision surgery due to femoral loosening. Attempts to obtain additional information have been made; however, no more is available at this time.